Event description:
Caller reported a malfunction on pump, but there were no notable events before malfunction. There was no adverse impact to customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.